Manufacturer narrative:
Additional information: h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a patient experienced repeated issues with one minicap transfer set which would become misaligned and difficult to disconnect ¿when inserting the cap¿; however, the nurse would manage to disconnect and replace the cap. Subsequently, there was a separation between the female connector (dark blue) and the main body (light blue) of the minicap transfer set which caused it to be impossible to unscrew the line. The transfer set was replaced. The issues occurred during disconnection after peritoneal dialysis (pd) therapy; further described as ¿this happens every time an empty bag is used¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the events occurred on unknown dates and then the last event occurred on july 2, 2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.